Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with 2 leads with the same lot number. It was reported the pt's entire scs system was explanted due to the pt meeting an MRI. The pt was reimplanted with a different MFR's system.